Event description:
A customer stated that he tested his blood glucose at 9:00 pm, and received a reading of 15.2 mmol/l (274 mg/dl) using his elite meter. At 11:00 pm, the customer passed out and was taken to the hospital. The hospital tested his blood glucose at 1.9 mmol/l (34 mg/dl). The customer did not mention treatment, but he was most likely treated with glucose. The customer disposed of his test strips, so troubleshooting was not possible and no product will be returned.